Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The customer reported that the ip2p (kit containing cc1.p1 and the ip2 introducer) probe did not function and provided "too" high values. The device was non-reactive to hyperoxia. This probe was implanted on (B)(6) 2013 and removed on (B)(6) 2018. It was reported that the probe may have been broken during implantation. A new probe was implanted on (B)(6) 2018.

Manufacturer narrative:
No device was available for investigation, a photo of the explanted device was received but its analysis did not allow to determine the cause of the reported event. The licox tested within specifications at time of manufacturing, as shown on the device history records. The complaint is unverifiable and the its exact root cause could not be determined.